Event description:
Info received indicates while performing an electrical safety test, the technician was unable to get a ground reading.

Manufacturer narrative:
The technician examined the power cord and found a loose ground pin. He replaced the power cord to repair the bed.